Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a tip separation and a vessel dissection occurred. The lesion being treated was located in the left anterior descending (lad) artery and the diagonal (dx). While trying to place an unknown size taxus express2 drug eluting stent through a previously placed stent in the lad/dx, the tip of the graphix 300 int j came off of the wire inside of the patient. The physician deep seated the runway guide catheter. Post procedure, the physician identified a dissection in the left main (lm) and the patient was taken to surgery. It is unknown if the tip was removed from the patient. The physician feels the dissection was caused by the tip separation of the graphix 300 int j. Patient status reported as "stable". Additional information was requested, but not provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.